Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump received a power error detected alarm and unexpected battery power loss. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting steps were provided for power error detected alarm. The insulin pump will not be returned for analysis.